Manufacturer narrative:
The axium prime pusher and introducer sheath were tied up into knots. The axium prime pusher was found bent and kinked throughout the length of the pusher. The introducer sheath was found bent and damaged throughout the length of the introducer sheath. The implant coil was already detached and returned within a piece of surgical cloth. The implant coil was found damaged and stretched with the polypropylene filament intact. The axium prime implant coil could not be used for resistance testing due to its damaged condition. No other anomalies were observed. Based on the device analysis and reported information, the customer¿s report of ¿coil resistance/stuck in catheter¿ could not be confirmed and the root cause could not be determined. Possible causes for coil resistance in catheter are, but not limited to severely tortuous patient anatomy, failure to hydrate the axium prime coil prior to use and lack of continuous flush during delivery. Customer reported continuous flush was used and the device was prepared as per IFU. As the sl-10 microcatheter used in the event was not returned, any contribution of the micro catheter towards the resistance could not be determined. Th e sl-10 micro catheter has an inner diameter of 0.0165¿ (per stryker website) which is compatible for use with the axium prime coil. The customer report of coil stretched as confirmed and the likely cause was retracting the device against the reported resistance. The implant coil was returned already detached. The pusher was broken, and the release wire and coin were retracted out of the lumen stop, therefore the device detached as intended by the detachment elements. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that the axium coil experienced resistance in the sl-10 microcatheter. When the coil was removed, it was found that the coil was stretched. It was noted a continuous flush had been used, and a replacement coil was used to complete the procedure. It was indicated that all devices were prepared as per the instructions for use (IFU), and no patient symptoms or further complications were reported as a result of this event. Additional information received from the representative. The patient was treated for an unruptured bifurcation aneurysm of the middle cerebral artery. The aneurysm max diameter was 4mm and the neck diameter was 2.2mm. Patient vessel tortuosity was normal.